Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for evaluation by the manufacturer. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.

Event description:
A nurse at a user facility reported that an internal dialyzer blood leak occurred approximately 10 minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed as appropriate and blood was visually observed in the dialysate. Blood test strips were used and positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.